Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal to superficial femoral artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During inflation at 6 atmospheres, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed using this device. No complications were reported, and the patient was in good condition post procedure.